Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found, that when the customer changed the source signal from the cv-190 to source loop off of the provation in0geni. The issue was resolved. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Correction: per the legal manufacturer, there is no potential for this issue of the image source dropping, while using a 3rd party device to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to change the source signal from the cv-190 to source loop on the provation inogeni to resolve the issue. The device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center image drops while using provation. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.